Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent implanted into the proximal lad. Approximately 11 months post index procedure the patient suffered a myocardial infarction . The investigator reported this event to be not related to the index device. The patient was treated with medication and recovered. Other devices used: the index procedure also included the use of a non- medtronic stent.

Manufacturer narrative:
The previously reported mi occured on the (B)(6) 2016 and not 02-oct-2016. The index procedure included the use of two non- medtronic stents. No other new relevant information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.